Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tip of the trocar's sleeve was distorted like it was melted. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Melted sleeve the analysis results found that the device showed damage at the tip of the sleeve (see pictures). One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. In addition, the lens of the obturator was noted cracked and the duckbill was slightly open at slit; however, these findings are not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Per the clinic, the patient experienced a loss of osseointegration four days post-operatively, resulting in fixture loss. There are no plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.